Event description:
It was reported that device damage occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned and a watchman closure device and delivery system (wds) was advanced. The wds was deployed, however did not meet release criteria and was recaptured. When the wds was fully recaptured it kinked because the axial direction was not ideal. The anchor of the closure device caused the delivery system sheath to be damaged. The procedure was cancelled.